Manufacturer narrative:
To date, the device has not returned for evaluation but has been reported to acumed that it will be returned for examination. Additional reporting on this event will be provided as a follow up report when the devices have been returned and examined. Related reports (including this one): 3025141-2026-00354, 3025141-2026-00356, 3025141-2026-00357, 3025141-2026-00358.

Event description:
It was reported by a company representative that during a post op visit x-ray, the surgeon noticed a locking screw was reported to back out and the fracture fixation was failing. Upon revision of a distal radius on (B)(6) 2026, it was reported that 5 of the 6 dital pegs backed out.